Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material/corrosion at the objective lens adhesive could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak in the forceps channel, it is possible that reprocessing could not properly be performed. The issue may be detected/prevented by following the instructions for use sections below: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the duodenovideoscope exhibited corrosion and possibly foreign material around the adhesive on the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.